Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17728905) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a powerflex pro pta balloon catheter (8mm2cm 80) was inserted; however, it ruptured. There was no reported patient injury. The stent and the powerflex pro pta balloon catheter were removed without any issues because the stent got stuck in blood vessel. The powerflex pro pta balloon catheter was replaced with a new powerflex pro pta balloon catheter and the procedure was continued. The lesion was the aortic stenosis. Initially, a palmaz stent was attempted to be implanted. The device will not be returned for analysis.

Manufacturer narrative:
As reported, a powerflex pro pta balloon catheter (8mm2cm 80) was inserted; however, it ruptured. There was no reported patient injury. The stent and the powerflex pro pta balloon catheter were removed without any issues because the stent got stuck in blood vessel. The powerflex pro pta balloon catheter was replaced with a new powerflex pro pta balloon catheter and the procedure was continued. The lesion was the aortic stenosis. Initially, a palmaz stent was attempted to be implanted. The powerflex pro balloon catheter was not returned for analysis. A device history record (DHR) review of lot 17728905 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Furthermore, the palmaz stent delivery system was not returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. The reported ¿balloon burst at/below rbp¿ and ¿stent delivery system ¿ tracking difficulty¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the burst and tracking difficulty experienced could not be determined. Based on the limited information available for review, vessel characteristics (severely calcified) and procedural/handling factors may have contributed to the reported balloon burst since calcified/resistant lesions can damage the balloon, and to the stent tracking difficulty. Difficulty tracking a product through an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Tracking difficulty is most commonly related to the patient¿s anatomy, vessel characteristics, operator¿s technique and appropriate device selection. Factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it. According to the powerflex pro instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. If resistance is met during manipulation, determine the cause of the resistance before proceeding.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.